Event description:
Packaging opened on bd 23 gauge butterfly device, upon removing the small plastic sheath from the needle, the needle bent. The gentle force it takes to remove this sheath should not cause this to happen. Lot #4162537.